Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance as the reported unit had been in storage. The fse replaced the front bezel to resolve the reported issue. The device passed testing after repair was completed and was returned to service.

Manufacturer narrative:
A review of the service history record did not report that an evaluation was performed on the device. The service engineer provided the customer with a parts ID. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts were performed for additional details regarding the resolution and contextual use of the device; however, no response was provided. Unable to determine if the customer's issue was resolved.

Manufacturer narrative:
B5: it was reported that the customer's unit had damage to the plastic bezel and nav-ring.

Event description:
It was reported that the customer's unit had damage to the plastic bezel and nav-ring.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported nav- ring failure. There was no patient involvement.